Manufacturer narrative:
H10: multiple follow-up attempts were attempted by the field service engineer (fse) to the customer to confirm if the customer wished to proceed with the provided quote and repair of the device. No response or further information was received from the customer, so the fse canceled the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that during a check of the device, a check vent: primary alarm failed error code was found. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer was provided with a quote for a replacement speaker assembly and onsite service. This investigation is ongoing.